Event description:
Customer reported a past high blood glucose event with the specific level displayed as "high," although the exact value was unknown. Cause was not known. The customer took corrective action by administering a correction bolus using the pump, and technical support recommended consulting with a healthcare professional to discuss potential factors affecting blood glucose levels. Customer continued to use the pump for insulin therapy.